Event description:
The hearing aid (h/a) user reported irritation and minor bleeding of the skin around a small area of the outer ear which was caused by rubbing of the hearing aid as it was worn in the ear.